Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 10/jan/2019 under work order (B)(4) and sold on 18/oct/2021. Manufacturing record review: DHR-262742 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage functional evaluation: complaint product was functionally evaluated and found to function properly root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
E-complaint (B)(4) details reported : "wont freeze or thaw sometimes. Tip slightly bent." There was no patient injury reported in relation to this event. 1216677-2023-00037 ll100 900019 e-complaint (B)(4).

Event description:
(B)(4) details reported : "wont freeze or thaw sometimes. Tip slightly bent." There was no patient injury reported in relation to this event. 1216677-2023-00037 ll100 (B)(4).

Manufacturer narrative:
Cooper surgical , inc is currently investigating the reported condition.